Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue boot block 12.3.2.108 was confirmed. Received on 19-nov-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. External investigation confirmed the reported problem. During unit power up, a dead pixel was observed on the screen due to the faulty lcd display. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center install the correct main boot block and replace the lcd screen display. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had boot block 12.3.108 error. There was no patient involvement.